Event description:
It was reported that the crbs polarsheath steerable sheath was selected for use during a procedure to treat af, during closure, air contamination occurred from the sheath when removing the catheter after the cryo. It was thought that the hemostatic valve was broke as aid was observed entering the sheath. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Event description:
It was reported that the crbs polarsheath steerable sheath was selected for use during a procedure to treat af, during closure, air contamination occurred from the sheath when removing the catheter after the cryo. It was thought that the hemostatic valve was broke. No air contamination was noted. Air was noted during back flow. Back flow was performed, and the air was removed, and the sheath was then removed. No leak was observed, during reverse bleeding, air was found to have entered the sheath. The procedure was completed successfully. No patient complications were reported. The device was returned to bsc for analysis.

Manufacturer narrative:
Crbs polarsheath steerable sheath was evaluated by boston scientific. Visual inspection revealed a tear in the center of the hemostatic valve. Functional testing failed all leak tests, with a leak in the pressure decay test, air in the flush line during the aspiration test, and dropping pressure during hemostasis testing. Microscopic inspection and disassembly of the handle identified a leak at the proximal end of the hemostatic valve due to the tear. No defects were found in the valve puncture and valve slits, indicating that the tear likely occurred from normal use.